Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6), united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that open /close icons of s5 erc tubing clamp disappeared from cp5 control unit display. Consequently, the clamp may have closed by itself. The issue occurred when the unit was in service. There was no patient injury.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could reproduce the reported issue. As troubleshooting zkb board was replaced, as well as the groove ball bearing and the rear cover. Functional test passed positively and unit was returned to service. A device service history review has been performed and identified that the unit was manufactured in 2014 and no other similar event has been reported. Based on all the gathered information, it cannot be ruled out that the most likely root cause is an electrical failure of the replaced board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents.

Event description:
See initial report.